Manufacturer narrative:
At this time, this lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements around 2000 ohms. A revision procedure was performed and this lead was explanted. Additional information was received that indicated that the impedance measurements were never out of range above 2000 ohms. The high impedances were observed on the lead via both the device and a pacing system analyzer during the revision surgery. This patient is not dependent on rv pacing and the shock lead impedance was stable and within normal limits. No additional adverse patient effects were reported.